Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has had the infusion set disconnect from the reservoir four times in about 4 or 5 months; twice this has happened in the night. Customer was unable to troubleshoot. Blood glucose value was 78 mg/dl after just delivering a bolus for her meal. Nothing further reported.